Manufacturer narrative:
It was reported that an olive wire broke during surgery resulting in the tip being implanted in the patient's bone. The case was successfully completed with no report of impact/injury or case delay. The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned for evaluation. Additional information indicates that the olive wire broke due to impact with an already implanted screw. The product is manufactured with implant grade material and no adverse events have been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2020. The case was successfully completed with no additional patient outcomes.